Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure of "rubber coating by the camera head is peeled up and wires are exposed so water can get in" was confirmed. The cable boot was discovered to be separated from the main body of the camera head. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head's rubber coating was peeled up and wires were exposed, and water could get in. The issue occurred during preparation for use for an unspecified procedure. There were no patient involvement.

Manufacturer narrative:
Correction is being made to submitted "b4 - date of this report" for follow up #1, which was not late. The correct date was 04/05/2024. The report was submitted on apr 5, 2024, at 13:41:43 edt to FDA esg and then did not progress. There were no failures or acknowledgements received. The it team was notified same day. An FDA esg ticket (B)(4) was raised with a reply on apr 10, 2024, from FDA esg team stating "please resend these submissions. There was an issue on the gateway when these were sent so they were not processed." The file was resubmitted without any changes and subsequently passed, receiving all three acknowledgements.

Event description:
It was reported, the camera head's rubber coating was peeled up and wires were exposed, and water could get in. The issue occurred during preparation for use for an unspecified procedure. There were no patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted upon completion of investigation if any additional information is provided by the user facility.

Event description:
It was reported, the camera head's rubber coating was peeled up and wires were exposed, and water could get in. The issue occurred during preparation for use for an unspecified procedure. There were no patient involvement.